Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the gas module and o2 cell were determined defective and replaced which solved the issue. No log files were provided and no replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).